Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the symptoms of malaise, headache, polydipsia, nausea, vomiting, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), an insulin pump (subcutaneous insulin infusion), emergency room visit, IV insulin drip (intravenous insulin infusion). Troubleshooting was performed. The customer reported a blood glucose value of 750 mg/dl when admitted to hospital. The event involved product(s) mmt-1884, mmt-213a, mmt-7040a, mmt-332a. Customer was using the auto mode/smartguard feature at the time of the event. The customer stated that the tape not sticking for infusion set. The customer received the alerts of sensor updating and change sensor. The customer was using the pump within 48 hours at the time of the event and auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-213a. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia, malaise, headache, polydipsia, nausea, vomiting, an insulin pump (subcutaneous insulin infusion), an emergency room visit, IV insulin drip (intravenous insulin infusion). Troubleshooting was performed. The customer reported a blood glucose value of 750 mg/dl when admitted to the hospital. The event involved product(s) mmt-1884, mmt-213a, mmt-7040a, and mmt-332a. The customer was using the auto mode/smartguard feature at the time of the event. The customer stated that the tape was not sticking for the infusion set. The customer received the alerts of sensor updating and change sensor. The customer was using the pump within 48 hours at the time of the event and the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-213a. No product return is required for mmt-7040a. No product return is required for mmt-332a.